Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), rash ("rashes"), pruritus ("itching"), menstruation irregular ("irregular menses"), dysmenorrhoea ("menstrual pain"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (procedure done for removal of the essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, vaginal discharge, rash, pruritus, menstruation irregular, dysmenorrhoea, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, menstruation irregular, pelvic pain, pruritus, rash and vaginal discharge to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.